Event description:
It was reported to boston scientific corporation on february 17, 2009, through a prospective study of the wallflex biliary partially-covered stent for the palliative treatment of malignant bile duct obstruction, that a wallflex biliary rx partially covered stent was used during stent placement performed in 2007. According to the complainant, a wallflex biliary stent was placed successfully. Ten days post-procedure, the patient was readmitted without any symptoms in order to receive chemotherapy. The patient received chemotherapy (gemcitabine), 13 days post-procedure. Two days after the chemotherapy session, the patient developed a fever. Five days later the patient experienced acute abdominal pain despite antibiotic therapy. The physician felt the event was considered "possibly" related to the device, since a CT scan performed before had shown aerobilia as well as air in the gallbladder showing the stent's patency. It was unclear whether the stent was obstructing the cystic duct. The patient underwent laparotomy during which cholecystitis was diagnosed and a cholecystectomy was performed. The patient remained in the hospital for a total of 8 days from re-admittance. The event was considered resolved without sequelae as at about two months later. The patient continued on study without further interventions until death, due to underlying disease progression in 2008.

Manufacturer narrative:
The complaint indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.